Event description:
It was reported that prior to use, the device was showing bias current error. It is unk if there was any pt involvement, adverse consequences, medical intervention or delay.

Manufacturer narrative:
Upon evaluation of the device by the manufacturer, the device was found to have a corroded motor assembly. The device was repaired and returned to the customer.